Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: promus premier ous mr 2.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified proximal damage. Strut segment 1 from the proximal end of the device was lifted and bent in a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
Reportable based on device analysis completed on 20-jan-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 80% stenosed, 30 mm in length target lesion was located in the severely tortuous, non-calcified, and 2.5 mm in diameter left anterior descending artery. After a kinetix guide wire crossed the lesion, pre-dilation was performed with 3.00 x 12 mm nc emerge balloon catheter. A 38 x 2.50 mm promus premier¿ drug-eluting stent was then advanced but failed to cross the lesion. After several attempts, the device was removed from the patient's body. A 2.25 x 35 mm non-bsc stent was attempted to cross the lesion, but also failed. The procedure was then completed using a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.